Event description:
The customer complained on a leakage at one spike port of a cryomacs© freezing bag 500. The customer stated furthermore that they have adminiscered the cells to the patient under antibiotic therapy. Any risk for the patient could be ruled out.